Manufacturer narrative:
(B)(4). Investigation summary: a device history record review was completed by our quality engineer team for provided material number 305110 and lot number 9164941. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Investigation conclusion: no sample was received. No photo was provided. Sample analysis could not be performed, and the symptom reported by the customer could not be confirmed. A review of the applicable fmea/eura ((B)(4)) indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. Root cause description: probable root cause could not be offered without a sample analysis. Rationale: based on the investigation and without samples analysis the symptom reported by the customer could not be confirmed. We will continue monitoring this lot and this symptom.

Event description:
It was reported that the bd precisionglide¿ needle broke off the syringe during use. The following information was provided by the initial reporter: "caller reported needle breaking off of syringe when inserting into the cartridge."